Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing. This resulted in the delivery of inappropriate tachycardia therapy. Technical services (ts) provided troubleshooting options. This device remains in service. No additional adverse patient effects were reported.